Event description:
It was reported that bd insyte-w winged yel 24ga x 0.75in - 381312 - needle hub defective/damaged. On (B)(6) 2025, at 09:30, while preparing to administer intravenous medication via a single-use intravenous catheter for patient 48, it was discovered that the connection point loosened easily during use. This caused the needle tip interface to retract into the catheter, making it difficult to penetrate the skin. After successfully piercing the skin, the steel needle was immediately withdrawn. However, during the process of reconnecting the heparin cap, bleeding began from the white isolation chamber. The catheter was replaced.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.